Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a keypad anomaly. The customer's blood glucose reading was 83 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No scrolling numbers display anomaly notes. The insulin pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.